Event description:
It was reported that the patient experienced discomfort ( described as pain), located at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted.